Manufacturer narrative:
The device ro09004 has been inspected for investigation purpose. Fixation was cut in order to replace protected cable sheath. The defective part was replaced during intervention.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the cable sheath was non-functional. There was no patient involvement reported.